Event description:
It was reported that review of stored egms showed oversensing on ventricular channel. Lead issue suspected. The patient was at an amusement park and rode several rides the day before the oversensing issue occurred. The pacing lead impedance has decreased and capture threshold increased. The noise could not be reproduced with isometrics. A chest x-ray was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.